Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery it was noticed that the flipcutter ii 10mm short (ar-1204as-100) with lot number 3201133523 shed metal residue. This was first noticed after the retrograde drilling of the femoral tunnel. Before drilling the tibial tunnel, the flipcutter was cleaned and the metal residue was noticed. The flipcutter mechanism was still fully functional and during surgery nothing out of the ordinary was done with the device. The surgery was continued with the same device and there were no further complications. There was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update 08-apr-2024: no metal residue remain inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.